Event description:
It was reported that after removing the protective sheath of a 3.75 x 15 mm nc trek balloon catheter, with some difficulty, the device was found bent. The device was not used. A 3.75 x 15 non-abbott balloon catheter was used for post dilatation to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. The reported difficulty removing the protective sheath was not confirmed due to the protective sheath not being returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on visual and dimensional analysis of the returned device and the information reviewed, there is no indication of a product deficiency